Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear abrasion, and an opening on anterior. A leak test and microscopic analysis was performed which identified a sharp opening on plug strap bond edge, a striated opening on the anterior, and a void >1 mm in non-textured, valve-to shell-bond area was observed. A dimension measurement in the shell was performed which identify the thickness within specification. A fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool and a sharp opening on the plug strap bond edge assessed as an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.